Event description:
It was reported that the lead perforated the ventricle. A pericardiocentesis was performed due to pericardial effusion. The patient's condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Pericardiocentesis.